Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient contacted med-el on-call audiology during the evening of (B) (6), 2009, stating that she suddenly lost sound earlier that day. She reported changing out all her external equipment (including processor, batteries, battery pack, cable and coil) and still could not hear. Additionally, she reported some 'cracking and static' noises along with some 'shocky' feelings. She reported no recent falls, bumps to the head or other adverse events. Initial testing showed all channels ok. During this period, the patient was hearing and performing well. During the appointment, the patient reported crackling followed by no sound. Further testing showed that the device had malfunctioned. This result was reconfirmed several times. The patient attempted to wear her processor again, however, she reported a slight discomfort around the implant and a headache. The patient is to be re-implanted.